Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material was clogged in the nozzle due to incomplete reprocessing caused by the biopsy channel leak. The final root cause of this event was unable to be identified. The following is included in the instructions for use: operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the screen turns black with no image intermittently due to damage on the electrical connector. Upon further inspection, it was observed that foreign material was clogging the nozzle. Due to this clog, the water removability function was reduced, and the air and water supply was insufficient. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the charge-coupled device flexible circuit board, the suction cylinder and the air/water cylinder were discolored. It was observed that the biopsy channel was leaking due to damage on the channel, causing a loss in water tightness. Leakage was also observed in the scope connector as well as in the electrical connector. As a result of this leakage, corrosion was observed on the plate, scope connector and, on the flexible circuit board. It was also observed that the plastic distal end cover was cracked and as a result, insulation resistance value at distal end did not meet the standard value. Additionally, it was observed that the plastic distal end cover had a dent. Lastly, it was observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope had no image on the monitor. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign material was clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.